Manufacturer narrative:
Philips service reinstalled the software and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the machine was automatically rebooting due to corrupted stent boost application on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.